Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer was using a non-tandem wall adapter with a tandem-provided charging cable to charge the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.